Manufacturer narrative:
Additional information: h6 and h10. H10: the actual device was not available for evaluation, however, pictures were provided for evaluation. The provided photos did not show the reported failure. Therefore, no detailed investigation could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a polyflux 210 h, a broken dialyzer was observed with resulted to an external fluid leak . There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.